Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. "Device evaluation: the photographs received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare provider reported capsular contracture baker grade iii. Device has been explanted. Left side.